Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
Correction: usage of device. Entered selection for usage of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported that a ring artifact appeared on abdomen images. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) visually inspected the system and confirmed the reported event. The fse found a crack in the compensator of the a-plane collimator as the cause of the ring artifact and replaced the compensator to resolve the ring artifact. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of the reported issue. The system is in clinical use. This issue has been determined to not be reportable.